Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer reported the device displayed unrecognizeable characters during battery calibration. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The som pca was found to be defective. The available information is consistent with a malfunction of the processor pca. The cause was a defective som pca. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.